Event description:
(1/2 reference (B)(4) for related complaints) (documenting cassette) per email: inbound. One of remodulin cadd cassettes earlier today alarmed steady beeping then no disposable alarm, pump won't run. No further details provided.